Event description:
Two ziv6-35-125-6.0-120-ptx and one ziv6-35-125-7.0-120-ptx stents were placed on the right leg on (B)(6) 2012. Two ziv6-35-125-6.0-120-ptx and one ziv6-35-125-6.0-60-ptx stents were then placed on the left leg on (B)(6) 2012. On (B)(6) 2014, restenosis and worsen rutherford was confirmed in both legs. Pta was performed on both legs on the same day. The pt recovered on (B)(6) 2014. This report is in relation to the ziv6-35-125-6.0-60-ptx device placed on the left leg on (B)(6) 2014. As per above description of events received, six devices in total are involved in this incident. Five additional separate products will be submitted in relation to the other devices reported - reference numbers 3001845648-2014-00292, 3001845648-2014-00293, 3001845648-2014-00294, 3001845648-2014-00295.

Manufacturer narrative:
(B)(4). Incident required FDA MDR report based on the surgical intervention carried out due to the occurrence of restenosis in the lesion where a ptx stent was indwelling. The ziv6-35-125-6.0-60-ptx stent of lot number c777742 was implanted in the pt and is therefore, not available for eval. With the info provided a document based investigation was carried out. No images in relation to the reported event were provided. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. Restenosis of the stented artery is known potential adverse event associated with the placement of this device; however, a definitive root cause of this stent restenosis cannot be determined. The complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to info provided, pta was performed and the pt recovered. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.